Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the cable for the hand piece device stripped after reprocessing. It was reported the customer sterilized and treated the device according to the suppliers instructions. At the reception it was found that the thread at the hand piece was not completely tight. After sterilization, it was found that the distal cable was stripped. The power tool is inoperable.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Our investigation has shown that the cable is stripped as complained. We are not able to determine the cause of this occurrence as it is afterwards impossible to determine how the thread at the hand piece did get loose and why the cable was finally stripped.